Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty with the charger locating the ipg. A replacement charger was sent to no avail. As a result, the sjm representative met with the patient to confirmed the issue. Reportedly, the ipg was inoperable and would not longer communicate with any external devices. Subsequently, the patient consulted with the physician as the next course of action. Further follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Effective therapy was achieved postoperatively.